Manufacturer narrative:
Inratio precision data provided by end-user. Lot ni: first test inr = 5.1; second test inr = 2.4; third test inr = 2.0; mean = 3.17; sd = 1.69; %cv = 53.2%. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precised and further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st data set, the readings are considered accurate based on "area outside the acceptance region" table. For the 2nd and 3rd data set, both inratio and lab values are not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Product will be tested when returned.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 5.1; second test inr = 2.4; third test inr = 2.0. Caller alleges inaccuracy with inratio.